Event description:
It was reported that the post implant, the patient developed sepsis. The implantable cardioverter defibrillator (ICD) and leads remained in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 2872 adaptor 2012 (B)(6); 53bp competitor lead 2009 (B)(6); bs45d competitor lead 2009 (B)(6). (B)(6).